Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall, exhibiting loss of capture with a minor effusion but no pain. The perforation was discovered after looking at an x-ray. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.